Event description:
It was reported via repair work order that the casters were not rotating smoothly due to the caster horns being too tight. It was reported that the post tube top screw will not tighten due to the screw being stripped. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.